Manufacturer narrative:
A new atrial lead was implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
The explanted lead was returned for analysis. No additional adverse patient effects reported.

Event description:
Boston scientific received information that during the pre-discharge follow up visit, this atrial lead exhibited a decrease in sensing and loss of capture. An atrial lead dislodgement was suspected and confirmed with a chest x-ray. A revision procedure was performed; the lead was removed and successfully replaced with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted dried blood past the helix mechanism up through the lead lumen. In addition, the silicone insulation had been cut at 188 - 190mm. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A helix mechanism test was performed and the helix failed to retract, most likely due to dried body fluid in the mechanism. Electronically, lead was found to be within specification.